Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event, expiration date, date implanted, date explanted, PMA/510(k) number, manufacture date.

Event description:
It was reported a patient underwent a total hip arthroplasty on an unknown date. Subsequently a competitor ((B)(4)) contacted a zimmer biomet sales associate for product ID. No revision was mentioned to the zimmer biomet sales associate and details of the reasons for the inquiry are unknown. No further information is available on this event.